Manufacturer narrative:
Product analysis: the product was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, while loading the valve, the delivery catheter system (dcs) handle came apart. The valve was unable to be retrieved from the dcs and the compression loading system (cls) was stuck on the system. A new valve, dcs, and cls were used for implant. There was no patient involvement.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received with the handle components detached from the delivery catheter system (dcs). The device was received with the valve and the tube guide capsule loaded on the dcs. The device was received with the capsule partially opened. The valve appeared partially caught between the distal side of the two halves of the capsule guide tube. On attempted withdrawing the capsule locking collar toward the paddle pockets, the guide tube and the valve were able to be removed from the dcs. After removal of the capsule guide tube and valve, the trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. The outflow support appeared to have detached from the paddle pockets body. Stress marks were observed on the outflow support. The inner member shaft and spindle hub appeared intact with no evidence of damage. Delamination was observed over the nitinol reinforcing frame along the length of the capsule. Tab 4 was observed to have a hairline fracture at the point where the tab protrudes from the male actuator component. Tab 3 was observed to be hinged inward. The horizontal face of the actuator body appeared. A right angle joint was visible where the vertical face of the tab meets the horizontal face of the main actuator body. The left actuator component received was inspected and it was confirmed to be an old actuator design. The reported event for actuator separation could be confirmed in the analysis. The dcs was received with the actuator components detached from the dcs. Updated section a.2 and section e. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the subject delivery catheter system (dcs) was returned for analysis. The device was received with the handle components detached from the dcs, confirming the reported event. The snap fit tabs of the actuator were observed to be damaged. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. The dcs was received with the capsule guide tube stuck on the system. This is indicative of a misload. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique. The device instructions for use (IFU) contains instructions to use the integrated loading bath which features a mirror to ensure that all bioprosthesis outflow struts are symmetrical and captured in the capsule during loading. In addition, the IFU instructs to inspect the capsule visually and tactilely for a misloaded bioprosthesis. It was reported that there was no unusual tension observed during the loading of the valve. The valve was observed to have folded between the guide tube halves at the distal end of the capsule guide tube. The outflow support of the dcs was observed to have detached from the paddle pockets, which historically has been observed when a misload has occurred. Stress marks were observed on the proximal end of the outflow support. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force, potentially after a misload has occurred. No other damage was observed on the subject dcs. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.